Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest continuous glucose monitor reading of 300 mg/dl for approximately three hours while using the ilet system with a teflon infusion set and a g7 15-day sensor; the patient recently switched to a different infusion set brand and required two infusion set changes that day, with no occlusion alerts, leakage, or supply issues identified, and the cause of the high glucose remained unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.